Event description:
A paracetamol infusion from a glass container was set to infuse in 15 minutes. Approx 10 mins into the infusion the clinician went to check on the pt, as their oxygen saturation level was dipping and they noticed small air bubbles in the line. The report suggests that the set was filled with small air bubbles from the spike to the end of the line and the pump failed to alarm. The report suggests that the pt oxygen saturation levels dropped; however, there are no indications of serious injury or treatment required as a result of this incident.

Manufacturer narrative:
(B)(4). Although requested, device has not been received yet. A f/u report will be submitted once the device has been received and an investigation has been completed.